Event description:
It was reported a patient's right ventricular (rv) and atrial leads presented with post-paced t-wave oversensing (pptwos). High capture thresholds were also noted on the right ventricular (rv) and atrial leads. No changes were reported. The patient was stable.